Manufacturer narrative:
Product event summary: analysis confirmed the reason for return, the programmer did not turn on. The device was cleaned and the power supply was replaced. It was also noted that the stylus did not work at all. The stylus was then replaced and calibrated. The programmer then passed all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not turning on. The programmer was returned for servicing. It was analyzed and tested out of specification. There was no patient involvement.